Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. The customer experienced a high blood glucose (bg) level. Bg value not provided. The customer administered manual insulin injections to address bg. The customer reverted to manual injections for insulin therapy.